Event description:
Hcp reported that the "patient was experiencing withdrawal symptoms." Hcp reported that dye and rotor study were ok. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.